Event description:
Manufacturer reference number 256119.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights ¿ powerled. As it was stated, the fork cracked during surgical procedure. There was no injury reported however we decided to report the issue based on the potential as any parts falling off into sterile field or during procedure might cause a contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. In the time when the event occurred the device was being used for patient treatment. From investigation by subject matter experts at the manufacturer: due to the manufacturing process of a steel tube, the crack would have followed the axial axis and not the radial one, as seen in this case. So far, the only explanation is that a heavy or motorized device has applied a big strength on the light configuration. With the leverage effect this strength has sharply increased and the tube must have been weakened at this time. Therefore, the most likely root cause is considered to be related to the misuse of the device. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Given the circumstances and the fact that the occurrence rate is considered to be low we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of surgical lights ¿ powerled. As it was stated, the fork cracked during surgical procedure. There was no injury reported however we decided to report the issue based on the potential as any particles falling off into sterile field or during procedure might cause a contamination.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).